Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with proglide devices using the pre-close technique via a 5f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, pre-placement of the first proglide suture in the rcfa was successful. When attempting to place the second proglide at the 2 o'clock position, when the plunger was removed, the suture was not implanted [suture retrieval issue]. This issue occurred with two more proglide devices in the rcfa. Pre-placement of the first proglide suture in the lcfa was successful. When attempting to place the second proglide at the 2 o'clock position, the device failed when the plunger was retracted [suture retrieval issue]. Two more proglide devices were attempted without success. The use of proglide devices and the pre-close technique were abandoned in both the rcfa and lcfa. The sheath was upsized to an 18f sheath at both access sites and the aaa procedure was completed. Hemostasis was achieved with surgical intervention at both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional five proglide devices with reported issues referenced are filed under separate medwatch report numbers.